Manufacturer narrative:
This report is submitted following an anonymous report to FDA. Due to lack of contact details, no photos nor any additional clinical information could be obtained. Investigation was performed based on the narrative provided in the report. Edema and erythema are considered an expected reaction following morpheus8 treatment, but due to lack of photos we cannot assess their intensity or duration. Bruising is a self-limiting adverse event that could be associated either with incorrect technique or patient's individual predisposition. The reported burns, blistering and scarring cannot be clinically assessed due to lack of information and we cannot establish their root cause. "Collapse face and difficulty chewing" as reported by the reporter are attributed to the alleged nerve damage and the description is compatible with facial neurapraxia. Such condition cannot be attributed to morpheus8 device due to its superficial fractional mechanism of action. It is unknown whether the patient was treated with additional invasive devices, for which nerve damage is a known risk. Inmode will submit a supplementary report if additional information becomes available.

Event description:
This report is submitted following a report to FDA (mw5178560) by an unknown person (not the patient herself) who complained to FDA about a female patient treated twice with morpheus8 in 2024 and sustaining after the second treatment edema, erythema, bruising, blistering, burns, scarring and nerve damage.